Event description:
Two screws broke. It is believed these are two of the cortex type screws used in the above mentioned repair of the right humerus. The patient returned for removal of these screws in the fall of 2010. The medical record indicates there was a non-union.